Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages his diabetes with an insulin pump (type not specified). It is not known if the patient made changes to his usual diabetes management routine. One day after the alleged issue, the patient claims he felt a symptom of excited. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "excited" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the lfs product was returned and failed product analysis (pa) testing.

Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. The test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.